Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 day following the implant of this transcatheter pulmonary bioprosthetic valve, the patient's gradient increased from 10 millimeters of mercury (mmhg) to 18 mmhg. An echocardiogram was performed, and the peak gradient measured was 36 mmhg. An infold was observed on the row 6 strut. No treatment was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: images were submitted to medtronic for review. The valve remains implanted so no product analysis could be performed. The excerpt of the image subject matter expert (sme) review report follows: appeared to be a harmony tpv 25 mm implanted with infolding noted of 1 inflow crown and constrained rows 5 and 6. It was difficult to determine with the 2 images where the valve was implanted in relation to the valve annulus and right ventricular outflow tract (rvot). With the limited images, the valve appeared to have a good function and with no evidence of insufficiency or paravalvular leak (pvl) from the outflow portion of the valve. Infolding events are typically related to patient anatomical factors and/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Per the physician, the patient had a muscular ridge just inferior to the pulmonary valve at the posterior aspect of the right ventricular outflow tract (rvot) that contributed to the infold. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event does not indicate device misuse or malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that prior to the implant of the valve, no misload was identified. During the implant after the valve was released from the delivery catheter system (dcs), an infold at the proximal skirt of the valve was observed. Per the physician, the patient had a muscular ridge just inferior to the pulmonary valve at the posterior aspect of the right ventricular outflow tract (rvot) that contributed to the infold. The mean gradient before the valve implant was 9 millimeters of mercury (mmhg)and 18 mmhg after the valve was implanted. No treatment was reported. No additional adverse patient effects were reported.